Event description:
After an implantation period of approximately 74 months it was reported that the patient received inappropriate shocks due to oversensing in the ventricular channel. The lead was capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 08th november 2021 and 05th july 2022 recorded the sudden increase of the pacing impedance from approximately 500 ohms to more than 3000 ohms since april 2022. The analysis of the provided device data showed shock delivery and atp on 30th june 2022. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.